Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the pump's supplies. The customer's blood glucose level was not impacted. The customer thought that the cause of the alarm was most likely the site. Tandem customer technical support (cts) performed a system check on the current supplies and found them to be functioning as expected. However, the cause of the occlusion could not be confirmed as the customer had changed the supplies prior to contacting cts.